Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient a little over two months post-cardiac resynchronization therapy defibrillator (crt-d) implant that the incision site was sore and red. The patient also reported that the device would move when they sleep or lay down and that they could move it up and down. They inquired if it should move around. The device remains in use. No further patient complications have been reported as a result of this event.